Manufacturer narrative:
Added: device usage. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07aug2019. The manufacture's technician confirms the reported issue. The manufacturer¿s international service technician replaced the data acquisition pcba to resolve the reported issue. The unit passed all testing. The part was returned to the manufacturer for investigation: the data acquisition (da) pcba was tested and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported proximal pressure sensor error without patient involvement.